Event description:
Had acdf with metallic fixation plate and reduction screws. Found out through MRI in (B)(6) 2018 that the hardware failed. Has caused me severe damage including my spinal cord in 3 areas have deformed and nerve damage. The hardware is still in and causing me pain daily. Worse shape now than it was before the acdf surgery of the hardware that was used failed and crushed healthy disc under my surgery area. Unk it's still in my neck.